Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
An ez-io was used on the left lower leg. Two attempts were made but unable to go in halfway. Manual placement was not successful. A peripheral IV and a central line was placed instead. Patient was sent to a unit.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displaying. The driver was subjected to simulated load test without the use of a needle. The driver failed the simulated load test with a complete stall at 10 seconds with 30 lbs of downward pressure. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. The eeprom data was compromised and could not be parsed and analyzed. Batteries were subjected to a simulated load test. Load test results show that all batteries (each) were depleted below 20% capacity. The customer's complaint that the driver failed under a steady green led light condition was confirmed. The driver had no power because the batteries were depleted. Battery load test confirms depletion. Probable case for battery depletion cannot be determined due to compromised eprom data. Teleflex has opened CAPA (B)(4) to investigate the cause for the led remaining green. Teleflex will continue to monitor and trend for reports of this other remarks: nature.

Event description:
An ez-io was used on the left lower leg. Two attempts were made but unable to go in halfway. Manual placement was not successful. A peripheral IV and a central line was placed instead. Patient was sent to a unit.